Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The device was not returned by the medical facility. No product was returned. As per clinical, physician observed purge pressure low alarm followed by high motor current pump stop. Data logs were returned and impella high motor current pump stop alarms were observed after purge pressure low alarm. Bag change was done and then purge pressure low alarm occurred, later purge cassette change was also done. Flow saturation was present after purge pressure low at p-4 but without any prior motor current spike. The cause of the pump stop was most likely due to purge leak per log and clinical review.

Event description:
The user facility reported a 68-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp had a pump stop during support. There were purge pressure (pp) low alarms and then the pump stopped. The staff viewed the impella connect and could see flow saturation after pp low. The staff attempted to restart, but was unsuccessful. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿